Event description:
Guide wire tip sheared off during insertion in the cardiac catheter lab and lost in the pt's internal iliac artery. Could not be retrieved. Recall file numbers 9634, 9636. (Also see 1008835)